Manufacturer narrative:
Other text: b3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit was "not working", "there was patient involvement due to discovered multiple times when they were using it on real patients". "The issue continued to occur even after trouble shooting, trips to biomed and back. Continued to occur immediately upon return from service by company". "There was no patient or clinical injury however the machine was not usable for a number of mtps and blood and other products needed to be delivered via pressure bag only". The outcome was ongoing, product was removed from service and another manufacturers device was purchased.

Manufacturer narrative:
D4: UDI updated. UDI related data quality updates only.

Manufacturer narrative:
Other text: additional information is provided in h.2., and h.6. No product was returned; a photo was received for evaluation. The investigation determined the most probable cause to be due to an air leak, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.